Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: one tapered screw-vent implant (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified a fragment of one screw in the implant drive feature. Additionally, the implant collar was fractured and there was bone residue around the external threads due to usage.no pre-existing conditions were noted on the per. The reported devices have been placed on tooth #36 (fdi) for approximately 7 years. No images provided.per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review was completed for the subject lot number (62276686). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (62276686) and no other complaints about nonconforming products were identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported events are confirmed

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant fractured by the collar. As a consequence of the event patient had bone loss, swelling and pain.